Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted to intensive care unit due to unknown reason, unknown date and unknown blood glucose level. The customer reported that they were experiencing kinking at site every time they changed site. The insulin pump will not be returned for analysis.